Manufacturer narrative:
The suspect device will not be returned for evaluation. Therefore, no root cause could not be determined. However, the customer stated that this unit had been brought to him by the end user several times with the same complaint, but was unable to duplicate the complaint each time. He also stated that he once ran the unit for five hours in response to this complaint and never received an error. Preventive maintenance (pm) and an operational verification procedure (ovp) were performed on the unit, and the unit is operating within specifications. The customer was advised to have the end user take a picture of the problem the next time it occurs. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported to vyaire medical that the avea ventilator was having a low fraction of inspired oxygen (fio2) issue while connected to a patient. The customer confirmed that there was no patient harm associated with the reported event.